Manufacturer narrative:
The exact location of the target lesion is unknown. It is unknown if the vessel was tortuous or calcified, or if the lesion was in the ostium of the renal artery. The percent stenosis is unknown. Procedural details were not provided. It is unknown if any difficulty was experienced as the sds was advanced towards the lesion. The unit has not been returned to cordis for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). It is possible that lesion/vessel characteristics and/or procedural factors contributed to the reported event.

Event description:
It was reported that during stent deployment the proximal portion of the balloon inflated earlier. This resulting in movement of the stent into the aorta, despite maneuvers to advance the stent into the left renal artery. Per report, there was no harm to the patient and the procedure was completed successfully. Additional information was not provided.